Event description:
It was reported lead and receiver was removed. Physician indicated patient's intractable pain responded for a time to the spinal cord stimulator, which was implanted in 1997, but for the past two years it had been nonfunctional. The patient had requested that the device be removed. The receiver was dissected out and delivered into the operative field. It had some visible corrosion products, which may explain the failure of the device. There was no visible problem with any of the cable connectors or electrode paddle. All of the components were set aside for return to the manufacturer. Following the procedure, the patient was awakening from anesthesia and his vital signs were stable. The day after surgery, patient underwent magnetic resonance imaging (MRI) of the cervical spine and lumbar spine. The indication for procedure was chronic pain, radiculopathy, and evaluation for stenosis. The impression of the MRI of cervical spine indicated status post anterior fusion from c5-7. The mild anterior subluxation of c4 on c5 may be secondary to degenerative changes. The left foraminal stenosis secondary to degenerative changes at c3-4. The mild spinal stenosis and left neural foraminal stenosis at c4-5 secondary to degenerative changes. There were no evidence of cord compression that was seen. Incidental note was made of somewhat prominent right paraesophageal soft tissues. This may be secondary to previous surgical procedure. Soft tissue swelling or mass lesion cannot be totally excluded. Advised follow up study with computer tomography scan of neck if indicated. The impression of the MRI of lumbar spine indicated status post spinal fusion. The prominent epidural soft tissue enhancement in the posterior aspect of the spinal canal at l2 level. No evidence of disc protrusion or spinal stenosis was seen. The conus medullaris was unremarkable.

Manufacturer narrative:
(B)(4). The device has been returned to manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Additional information was requested and will be provided when available.